Event description:
It was reported to resmed (B)(4) that a low battery indicator was displayed in an astral device even though the battery is fully charged. There was no pt harm or injury reported as a result of this incident. MFR #: 3004604967-2015-00200.